Event description:
Since obtaining the essure device in 2007. I had my f/u test done to determine that both tubes were fully blocked. I have had debilitating bleeding during my menstrual cycles and excessive pain in my abdomen. Dates of use: (B)(6) 2007 - (B)(6) 2011.